Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during an implant after the lead was put into the blood vessel, a test was performed with diaphragm stimulation, and high thresholds. The physician tried another blood vessel but was unsuccessful. The lead was not used. The procedure concluded with a quadrupole wire and the patient is in stable condition.